Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the locking cap came loose and the rod broke in 2013 and a revision was performed. No implants were kept from this revision. It was also reported that the implants were implanted in 2012 and explanted in 2013 on unknown dates. This report is for an unknown rod. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.